Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was advised to install different new instrument. The instrument installed and surgeon can now control arm old instrument installed again and is now working. Surgeon figured out the issue with arm swapping and hand assignments. Case is continuing with all 4 arms. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that the universal surgical manipulator (usm) arm 3 has no surgeon control and was grayed out and the surgeon could not take control. The customer stated that they changed out instruments and reseated drape. Tse advised to install different instrument new instrument installed and surgeon can now control arm with the old instrument installed again. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to an issue with arm swapping and controller assignments. This issue can be resolved by ensuring the correct controller assignments.

Event description:
Refer to h11 for follow-up information.